Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was barely working and was causing the station to run slowly. The field service engineer (fse) replaced the scanner and tested the system in both the medstation application and the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station 4sw3 had experienced slowness and scanner functioned only intermittently, working about half the time. Customer rebooted machine, unplugged and reconnected the scanner, but the system remained extremely slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.